Event description:
It was reported that after stent deployment the delivery system could not be withdrawn. During attempts to withdraw it, the guiding catheter was advanced resulting in a dissection of the lad. The pt refused surgery. It is unk how the procedure was completed.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device related that the unit was returned without the stent. The c-flex was rolled and torn. The c-flex junction was intact. Quality engineering determined that the pt, due to disease state, was not suited for the stent procedure. The disease appeared diffuse, which is contraindicated in the IFU. It was also noted that pre-dilatation may have been inadequate. In addition, the reported forcing of the guiding catheter likely caused the c-flex separation. An in-service will be conducted regarding pre-dilatation strategies and use of force with regards to the guiding catheter as part of our mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. The device mfg records for this product lot were reviewed and no non-conformities were found. This MDR is considered closed by the quality assurance department.